Manufacturer narrative:
At this time this device remains implanted and thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that post implant of this cardiac resynchronization therapy defibrillator (crt-d) this patient developed a pneumothorax. At this time no additional intervention has been performed.